Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: unopened samples of product were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along the strands and no defects or damage were observed. Functional test was performed on the samples and the tensile strength force and pull force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples received, no quality issues were found and tested samples met the finished good requirements.

Event description:
It was reported that a patient underwent an unknown procedure on 9/18/2018 and a suture was used. During surgery, the suture broke off at the swage. A replacement was used. There were no adverse patient consequences reported. No additional information was provided.